Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the pump stopped all insulin delivery overnight and it was necessary for the customer to resume insulin in the morning. There was no impact to the customer's blood glucose level.